Event description:
It was reported that a patient who underwent a transcatheter aortic valve replacement on (B)(6) 2019, with a 34mm medtronic evolut r valve experienced severe aortic regurgitation, including both paravalvular leak and central regurgitation. The onset of severe central regurgitation and severe paravalvular leak occurred on (B)(6) 2025. Cta images were uploaded for further review. Upon review, it was suspected that the valve had migrated on the non-coronary cusp to left coronary cusp side. The valve frame also appeared under-expanded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who underwent a transcatheter aortic valve replacement on (B)(6) 2019, with a 34mm medtronic evolut r valve experienced severe aortic regurgitation, including both paravalvular leak and central regurgitation. The onset of severe central regurgitation and severe paravalvular leak occurred on (B)(6) , 2025. Cta images were uploaded for further review. Upon review, it was suspected that the valve had migrated on the non-coronary cusp to left coronary cusp side. The valve frame also appeared under-expanded. Additional information was received that approximately five years and seven months following implant, valve-in-valve replacement was performed with a 26 mm non-medtronic (edwards sapien s3) transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.